Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device delivered an inappropriate therapy during an svt. The patient presented remotely via merlin.net transmission after informing the clinic that the shock had occurred and a patient initiated transmission was performed. The patient had been exercising at the time of the shock. Programming changes were recommended and the patient continued to be monitored.